Manufacturer narrative:
Medwatch sent to FDA on 03/23/2009.

Event description:
After treatment with juvederm ultra plus in the glabella, nose and lips, the patient presented with pain and bruising. The physician noted antibiotics were prescribed to prevent worsening of the symptoms that may lead to permanent damage.